Event description:
A malfunction alarm related to altitude was reported when the pump declared an altitude alarm 21. There was no adverse impact to the customer's blood glucose level. The customer's insulin was initially suspended due to the alarm condition, and after following technical support instructions, the customer removed an obstruction from the speaker holes and attempted to resume insulin delivery. Despite changing the cartridge and resuming insulin delivery, the original cartridge was determined not to have vented properly. The pump resumed normal operation after these corrective actions, and technical support arranged for a replacement of the faulty cartridge.